Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the "3" button on the unlock screen was unresponsive. Customer's blood glucose level was 424 mg/dl. Reportedly, during troubleshooting the pump touchscreen was working as intended and the customer declined further troubleshooting regarding issue.